Event description:
It was reported that insulin gauge on pump displayed an amount different than caller expected, with pump showing a lower fill estimate than anticipated while caller was currently experiencing a fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Customer disconnected from infusion site and delivered a 10.2 unit bolus as instructed so pump could update insulin estimate, was educated that any positive value indicated at least that amount of insulin and that removing air from cartridge before filling was necessary, and chose to continue using current cartridge without loading a new one while planning to follow up if needed.